Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation and the monopolar curved scissors (mcs) was used in subsequent procedures without complaint. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that as the surgeon was using the fenestrated bipolar forceps instrument and mega suturecut needle driver instrument during a da vinci assisted incisional hernia repair, arcing occurred and burnt the stomach omentum. It is unclear if the instruments arced between one another, or one of the cannulas. The surgeon ensured there were no additional issues and completed the case. The patient was kept overnight for observation. During follow up with the surgeon, it was clarified that the burn was associated with the cannula housing the monopolar curved scissors (mcs). The burn was on the abdominal wall near the cannula site on the peritoneum. The burn appeared as charred tissue - 3 cm area that was black with a small amount of redness just in front of the cannula. The small bowel was evaluated to ensure there was no injury. Peritoneal cautery is well tolerated and there was no other injury found. The surgeon does not believe this will cause any issues with the patient's recovery. The monopolar cautery was in swift mode and set on 3 for both cut and coag. The patient neutral pad was believed to be without defect and properly placed on the patient's thigh.